Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 70 mg/dl at the time of incident. Troubleshooting found that the pump shuts off by itself for up to 10 minutes and then turns itself back on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all the operating current test were normal. No unexpected low battery, off no power alarm or low battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No damage was found inside of the pump noted.